Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned their evis exera iii video system center for annual/routine maintenance. During device maintenance olympus personnel discovered that the power button for the unit was stuck and could not be pushed properly. This event did not have any patient involvement.

Manufacturer narrative:
As noted during describe event or problem, this event was discovered during maintenance by olympus personnel. During the device evaluation, the power button was confirmed to be stuck because of a faulty power switch. Additionally, it was discovered that the power supply was compromised and the lock latch on the video connector was worn out. If additional information becomes available following the device evaluation, a supplemental report will be filed.